Event description:
In 2004 ICU nurse called to report that while evaluating the fms on a patient with a "terrible bedsore" staff noticed a little stool leaking around the tube that day and the day before. They irrigated the tube then noticed bleeding around and through the tube. Gi physician removed flexiseal fms, scoped the patient and stopped an arterial bleed. Physician scoped the patient, he saw no necrosis and physician did not feel the bleed was related to fms.